Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 23-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was constantly frozen. A technical support specialist (tss) dialed into the station and found that the database size exceeded 9.5 gigabyte which caused slowness and lockups and reduced it to 8.2 gigabyte. Missing database indexes were also identified, indicating that a full database replacement and resynchronization were required. The customer was contacted to coordinate a suitable time to proceed, and plans were made to replace the database, perform a resynchronization, and verify normal operation. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was constantly freezing when nurses attempted to remove medications. The customer also reported that one nurse was no longer able to log in to the pyxis. The customer stated that the unit had been rebooted multiple times, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.